Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient fell while walking without his knee brace. He was diagnosed with a possible dislocation of the hinged bearing. An attempt at a closed reduction was performed without success. The knee was then opened up and the bearing was found to be intact. The femoral component had rotated about 30 degrees on a well fixed stem. In order for this to occur two small metal teeth on the body of the femoral component had sheared off. Those teeth slotted into grooves on the stem acting as a rotational guide. The broke component was exchanged for a new one that was set in the correct rotation.